Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. During disinfection, a leak was observed. A visual inspection was performed and there was damage on the film of the cassette. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A tear in the cassette and discoloration on the cassette was found after opening the cycler door. The patient contact reported receiving a patient line is blocked alarm during fill 4 of 5 of treatment and the treatment was cancelled. The patient contact stated air bubbles were found in the patient line and drain line. The patient contact also reported two other unknown alarms during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete the last fill of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.